Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hardware removal on (B)(6) 2018, a drill bit broke inside the patient. This happened after all the hardware was removed and when the surgeon taken down the fracture site to get to the good bone. The drill bit was retrieved adding thirty (30) minutes to the surgery. The procedure was successfully completed. This report captures the intra-operative drill bit breaking. The need for the revision procedure is being captured on related complaint (B)(4). This is report 1 of 1 for (B)(4).